Event description:
An ophthalmic surgeon reported that four pts who had undergone cataract extraction in one month, where suspected of having endophthalmitis or tass (toxic anterior segment syndrome). At the time of the report, all four pts had recovered following treatment. The details of the treatment were not disclosed.

Manufacturer narrative:
There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).